Manufacturer narrative:
Investigation pending.

Event description:
Distributor called alleging three women received negative readings but turned out pregnant after using the henry schein one step +hcg urine strip test. No additional info was provided.